Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed new software release detected and failure of flash memory. He stated that the alarms were preceded by a low battery indicator. He stated that the insulin pump would reset, shut off, and count to 1 to 7. He stated that the failure of flash memory kept recurring repeatedly. He also stated that he could not hear the alarm. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.